Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The info obtained from this device indicated that the device was first installed on (B)(6) 2009 and successfully carried out weekly self-tests until (B)(6) 2010. After this date, the device began to emit a low battery warning and failing self-tests. The user was alerted to a problem by the red status indicator flashing. The returned pad device failed self-tests due to a low battery. The battery can become depleted if stored in a location where it is exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.